Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the al326 instrument got stuck on the cystic artery. The distal jaw of the instrument would not release clip or release from the cystic artery. As the instrument was trying to be released, the proximal handle broke into pieces. Another instrument was used to complete the case. An extended or time occurred. The device was discarded.